Event description:
It was reported that a suspension arm detachment occurred. The target lesion was located in the internal carotid artery. A 3.5-5.5 300cm filterwire ez was selected to treat the target lesion. During preparation, the device was removed from the package and air was expelled. Resistance was encountered upon pulling the filter bag into the delivery sheath and it was then noted that the suspension arm had detached from the protection wire side and the rest of the arm was still attached on filter bag side. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years and older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).